Event description:
The clinician reports the implant was inserted (B)(6) 2025 in the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.